Event description:
It was reported that during a routine follow-up visit that there was a right ventricular (rv) lead alert observed on the remote monitoring transmission. It was also reported that there was 214 ventricular high rates noted, episodes stored looked like noise rather than true arrhythmias, rv impedance measured greater than 9999 and there may be a possible lead fracture. The patient was subsequently scheduled for a lead revision. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2010. (B)(4).